Event description:
Information received from the field does not address the patient's clinical status but notes that there were no ventricular pacing spikes on surface ecgs and pauses were repeatedly seen. The bipolar lead impedance was lower than the unipolar lead impedance, suggesting an inner insulation failure.